Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered, there was one patient alert for lead failure predictor on (B)(4) 2012 21:39:43. It was also noted that there was oversensing. There were two ventricular non sustained tachycardia episodes less than or equal to 210 ms on (B)(4) 2012 19:36:08 and (B)(4) 2012 18:44:35. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received two inappropriate shocks for t-wave oversensing. Additional information received indicated that the physician believes the most likely cause of the t-wave oversensing was exertion on a hot day leading to electrolyte imbalance. The device was reprogrammed and the plan is to change the device system at some point. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.